Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power port 1 connector found loose and the o-ring gasket being displaced from the controller housing. The confirmed malfunction is related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that he noticed power port 1 loose on inspection during a routine clinic visit. Patient had stated the controller had not been dropped or knocked and the excessive force is not used while changing power supply. Controller was changed. No consequence to the patient. Additional information received; controller was allocated to the patient at the time of implant on (B)(6) 2015. The pump parameters were displayed and had been check, reprogrammed. However, upon this occasion when the vad coordinator attempted to change the setting to match the primary controller, it wouldn't accept the information. Patient denied dropping or mistreating the controller.

Manufacturer narrative:
An internal investigation has been opened by the supplier to address loose connetors on the controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.